Event description:
The customer reported, the battery was not detected in bay b.

Manufacturer narrative:
(B)(4): the customer reported the battery was not detected in bay b. There was no reported pt involvement. The philips field service engineer evaluated the device and battery and was unable to recreate the reported problem. No trouble was found. No parts were replaced. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of 01/17/2013 the customer has not reported any further trouble with this device.